Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting the patient line extensions after priming is a know cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The care giver (cg) did not connect the patient line extension set prior to priming. The technical service representative (tsr) had the care giver (cg) disconnect the home patient (hp) and cycled power to end therapy. The tsr explained the cg could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.